Manufacturer narrative:
Additional information was received that the surgical procedure was an implant procedure. The patient was successfully implanted with a permanent ipg.

Event description:
A report was received that the patient underwent a surgical procedure for an unknown reason. During the procedure, the ipg displayed high impedances and was replaced. No further information could be obtained.

Manufacturer narrative:
Device has not been returned.

Event description:
A report was received that the patient underwent a surgical procedure for an unknown reason. During the procedure, the ipg displayed high impedances and was replaced. No further information could be obtained.